Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and put to a ventilator due to hypoglycemia and unable to wake up on (B)(6) 2021. The customer¿s blood glucose level was 23 mg/dl at time of incident. Another blood glucose level was 346 mg/dl. The customer was assisted with troubleshooting. The customer was treated with intravenous glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer did not allege insulin pump was over delivering. Customer stated that they performed self test. Insulin pump passed self test. The device will not be returned for analysis.